Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated. Section b5: during processing of this incident, an attempt was made to obtain complete event and device information; however, no further information was known or received. Section d6b: date of explant is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's ipg was explanted and replaced sometime in 2016 (exact explant date is unknown) for an unknown reason. No further information is known and no further information was provided.